Event description:
It was reported to boston scientific corporation, that a speedband, superview super 7 device was used in the esophagus, during an esophageal variceal ligation (evl) procedure. Performed on (B)(6) 2021. During the procedure, when attempting to deploy the second band. It was noticed, on the scope image that the band was "bulging". The band could not deploy. The procedure was completed with another speedband, superview super 7 device. It was noted, that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a050501, for the reportable issue of bands failed to deployed. Block h10: investigation results: the returned speedband, superview super 7 handle assembly was analyzed. A visual evaluation noted, that the tripwire was secured in the handle. And the crimp was present on the tripwire. Microscope examination was performed, and it was also possible to observed, that the suture was cut and had two knots present in the suture. There is evidence, that the suture was cut with a sharp tool, likely to remove the device from the endoscope. A functional evaluation was performed, by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No other issues with the device were noted. The ligator head was not returned for analysis. The reported event of failure to deploy bands could not be confirmed. The ligator head was not returned for analysis. Based on the evaluation of the returned handle assembly, the device showed neither evidence of the alleged issue nor any defect, which could have contributed to the complaint. Therefore, it was concluded, that the investigation conclusion code of this event is no problem detected. A review of the device history record (DHR) was performed. And confirmed, that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2021. During the procedure, when attempting to deploy the second band it was noticed on the scope image that the band was "bulging". The band could not deploy. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.